Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, the helix of the lp was still attached to some tissue when moved causing the helix to become extended. The lp was exchanged without issue. The patient was stable.